Event description:
It was reported during implant when the left ventricular (lv) lead was being prepared that the guide wire perforated the lead about 2.5 centimeters from the tip. It was noted that the stylet was already removed from the lead and the guidewire was inserted without any tools. The lv lead was not implanted and another lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and all insulators were perforated (stylet/guidewire). It was noted that the lead appeared damaged at implant.